Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit; however, the complainant's experience could not be replicated or confirmed, as the snap ring prevented the guide bead from entering the tube and the tissue bag was able to be cinched without any issues. Engineering also observed that the tissue bag was torn. Applied medical has reviewed the details surrounding the event and the returned unit and is unable to determine the root cause of the tissue bag that was unable to be cinched. However, based on the condition of the torn tissue bag, it is likely that instruments came in contact with the tissue bag, which caused it to tear. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. The inability to cinch the tissue bag is not considered to be reportable as it is unlikely to cause or contribute to death or serious injury. However, the event was reported based on the torn tissue bag that was observed during the evaluation of the returned unit. This report represents combined the initial and final report.

Event description:
Name of procedure being performed: robot assisted laparoscopic prostatectomy. Detailed description of event: description from customer email received on 03mar2020: [name] uses your endoscopic bags. For a while there have been issues with the insertion and closure of the bags. Below the description of a colleague: the bag does not close well when pulling out the rod. You have to push it back down and pull on the bag with a forceps. After that sometimes it works, sometimes it doesn't to close it properly and remove the bag from the handle. These complaints have happened often lately. Is it a different kind, or has something changed in manufacturing? If yes, can this be reversed? I have experienced the complaint myself: I couldn't close or cinch the bag. The lot number of the bag I have here is: 1374267. From cer form: the cd001 is used during this procedure to remove the prostate and other specimen. When the trigger is pulled back to close the inzzi bag, the ring of the guide bead does not stop at the beginning of the inserter, but slips into the inserter. When this happens the bag does not close. The surgeon has to pull the guide bead out of the inserter and close it with laparoscopic instruments. Reason: the procedure goes on and the bag can not directly be removed. I joined this procedure and I saw it happen twice with the same lot (1375676). The inzzi was surgical technical used in the right way. It seems that the proportion between the ring of the guide bead and the end of the inserter is not good. Normally the ring sticks at the end so the bag closes itself. Additional information received from [name] by phone on 06mar2020: the guide bead remained intact. Patient status: no patient injury. Type of intervention: ni.